Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver transplant, the device was loaded, stapled three times then jammed. They were unable to push the trigger, the staples would not come out. A new stapler was opened and used to resolve the issue. There was no patient injury.